Event description:
Contact reported that the pump was returned to the biomedical department with an unsigned note that stated, "programmed for 1mg and the device delivered 4mg." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device passed delivery accuracy testing. The customer contact reported that it was possible the nurse had "forgotten to clear the history." There were no reports of any adverse patient events while the device was in clinical use. Though requested, no add'l info was provided.